Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pt committed suicide. The pump was working well for several months. Then there was a loss of therapeutic effect and the pt had to use a wheelchair. The pt became "very depressed" because of the inability to perform normal daily activities. The pt was scheduled for a catheter study when the death occurred. The medication being delivered via the device was lioresal. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.